Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced elevated blood glucose levels event on (B)(6) 2026. The treatment for the high blood glucose was a manual injection.the insulin in use was being reused, mixed, or possibly expired or denatured, and that the customer was not avoiding pressure areas as recommended. No further information available.